Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. Cause of death has not been provided. It is unknown if the device was explanted or if an autopsy was done. A device history record review is in progress.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(6) 2011, a response was received which indicated that the cause of death was due to hemoragic/respiratory shock. The response also notes 'scleroderma' (before operation) as an added cause of death. However, the response does indicate that the surgeon disassociated the device from the event. Operative report and/or discharge summary were requested but will not be provided. Device was not explanted and no autopsy was noted; therefore, the device will not be returned for evaluation.

Event description:
On (B)(6) 2011, a response was received from the health care provider indicating that the patient died on (B)(6) 2010 giving an implant duraton of 28 days (0.93 months) due to hemoragic/respiratory shock. The response notes 'scleroderma' (before operation) as an added cause of death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired. The date of patients' death and implant duration are unknown. Cause of death has not been provided. It is unknown if the death was device related.